Event description:
The surgeon inserted a aa42037l single with toric optic lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. Surgery was completed with another lens. No pt injury.